Event description:
It was reported that intermittent atrial under sensing causing non sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes to sensitivity were made. The patient was stable.